Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the pt was hospitalized for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. Three days after being admitted, the patient was discharged from the hospital and the pt was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g31021, h13h03044, and h13i28056 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. As the sample was not returned, a full device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).